Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. After the clip delivery system (cds) and steerable guide catheter (sgc) were removed, a pericardial effusion was noted. No treatment was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion is listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.